Event description:
It was reported that there was an impedance reading of greater than 10 ,000 ohms. It was noted that the impedances were out of range. It was also reported that the patient lost stimulation last on the night prior to the report. It was noted that before the night prior stimulation was fine. There were reportedly no accidents or injuries. It was further noted that the impedances in range were ¿3/4/6¿ and when using 5 and 6 they were getting good stimulation. (B)(4) 2014 e1a (rep): it was later reported that there were no malfunctions seen and no cause of the issue determined. It was noted that a reprogramming was done or planned. The patient was reportedly receiving effective therapy at the time of the report.

Manufacturer narrative:
Product ID: 3998, lot# la9461, implanted: (B)(6) 2002, product type: lead. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 37746, serial# (B)(4), product type: programmer. Patient product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).